Manufacturer narrative:
Interrogation of the device revealed the pump had been programmed to deliver 7.0 mg/ml of dilaudid at 2.4515 mg/day. Evaluation of implantable pump serial number (B)(4) revealed a high battery resistance during testing in the lab. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer for disposal. It was indicated the manufacturing representative was not aware of any concerns with the device. The patient's indication for use was non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided by the healthcare provider. The patient's weight at the time of the device replacement was provided as 200 (units not provided). No further information was provided.

Manufacturer narrative:
The evaluation code-conclusion has been updated to (B)(4). Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.